Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implantation procedure, the patient experienced blurry vision at a distance and clinical reasons for maladaptation. Approximately 1 month, 3 weeks, and 5 days after the initial implant procedure, the iol was exchanged for a light adjustable lens model.